Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The product was not returned to evaluate for damage or foreign material. It is unclear if the issue was when opened, during loading or if the lens was implanted. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow--up requests were sent. No response has been received. The file will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy employee reported during the intraocular lens implantation there was black dust on the implant and hence failure placement. Additional information has been requested.